Manufacturer narrative:
The synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal and distal sections of the stent was found to be lifted from their crimped position and pulled upwards. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
Reportable based on device analysis completed on 07mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50 x 38mm synergy stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device and the patient was doing well. However, device analysis revealed stent damage.